Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product will not be returned for evaluation as the device involved cannot be identified as the serial number was not retained. The device service history record review cannot be completed as the serial number is unknown. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be confirmed if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that a vigilance ii monitor was being used during patient monitoring. The physician questioned its function. He felt that the patient parameter values that were displaying ¿were off¿. The numbers expected and the numbers that were displayed were requested from the facility; however, they are not available. The nurses stated it was a comment made by the physician that he questioned the numbers received. The exact vigilance ii monitor that was involved cannot be identified. The serial number of the device was not retained. There will be no product return. There was no patient harm or injury. There was no inappropriate patient treatment administered. The patient demographic information is unknown.